Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. On the second day of onset, the patient was hospitalized for this event. The cause of peritonitis was unknown. Treatment for the peritonitis included injections of vancomycin (1000 milligrams) and amikacin (100 mg) (frequencies and routes of administration not reported). The outcome of the peritonitis event was not reported. The action taken with dianeal therapy was not reported. No information is available at this time.

Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). It was reported that, on an unreported date, the patient¿s peritoneal fluid was clear. At the time of this report, the treatment with antibiotics was ongoing and the patient was reported to be recovering from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.